Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation high-voltage capacitor c22 was broken away from the defibrillator board, causing the pulse test failure. The root cause for the damaged c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed a pulse test. The last patient to use this monitor did not report any deficiencies.